Event description:
It was reported that the customer attempted to put air in the cuff during the pre-use check, but it was unable to be inflated. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects could be observed on the photos or the sample. Functional testing on the sample detected occlusion, the complaint was confirmed. The root cause of the reported issue was found to be assembly error. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure.